Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. The customer also mentioned that the insulin pump had a blank display. The customer performed the troubleshooting and stated that the display did not return. The customer performed self test on the insulin pump and it received sensor end alert and it passed the second time. The customer mentioned that after doing the troubleshooting it did not turn on right away. The customer reported that they redid the self test and there were no error. The insulin pump will not be returned for analysis.